Event description:
Notified directly by customer of two dialyzer 'blood leaks' with the initial use of the product. This is the report of the second incident. Both products were the same lot number, however it could not be confirmed whether the same case was involved. The pt lost 50 cc due to discard of partial extracorporeal circuit. There were no related adverse effects due to either leak. No injury or illness reported. MDR malfunction filed due to the blood loss reported. Complaint samples were saved for evaluation.